Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Caller removed the problematic cartridge and cleaned the pump's pneumatic tap area as instructed. A new cartridge was installed with assistance, and the caller successfully completed the load process and resumed insulin delivery. Technical support planned to send cartridge replacements and advised the caller to monitor system performance.